Event description:
Report of potential claim received from (B)(6). Revision date confirmed. Revision as a result of significantly raised metal ion levels.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the provided product/lot code combinations. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Review of provided patient x-rays cannot determine any product contribution to the patient's reported infection. The patient was primarily implanted in (B)(6) 2012, revised for infection in (B)(6) 2013, and reimplanted on (B)(6), 2013. (B)(6). The patient is considered obese. It is stated in the warnings and precautions that excessive patient weight tend to adversely affect knee replacement implants. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Report of potential claim received from (B)(6). Revision date confirmed. Revision as a result of significantly raised metal ion levels. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.